Manufacturer narrative:
Patient¿s weight was not provided for reporting. Date of event is unknown. This report is for one (1) unknown measuring device. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Initial report is synthes sales representative. This report is for one (1) unknown measuring device. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopaedic procedure on an unknown date, the antirotation screw for femoral neck system did not lock into the femoral neck bolt. In addition, the measuring for the femoral neck bolt measured long. The surgeon went back and re-tightened the antirotation screw. It is unknown if there was a surgical delay. Patient and surgical outcome is unknown. Concomitant device reported: fns bolt (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) unknown measuring device. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.